Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was unknown. Customer advised the sensor was stuck in their skin and their doctor removed the sensor cannula from their body. Customer was advised to follow up with their healthcare provider if these issue arise in the future.